Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as the patient made a mistake (no further detail was provided). It was unknown if the patient was hospitalized for the event. Two days after event onset, the patient began treatment for the peritonitis with vancomycin and fortum, 1 gram each (frequencies, duration and routes not reported). The outcome of the peritonitis was unknown. At the time of this report, dianeal therapies were ongoing. No additional information is available.